Event description:
During a ptca treatment procedure involving a calcified and 99% stenotic lesion in the proximal portion of a tortuous circumflex artery, the maverick2 monorail balloon would not hold pressure on inflation. The patient was asymptomatic during this event. The maverick2 monorail balloon was removed and replaced with an unspecified catheter to complete the procedure. A choice pt guidewire (size unknown) was also used in this case, but the types and sizes of introducer sheath, guide catheter and inflation device used are unknown. No patient injuries or procedural complications were reported. Patient status is reported as 'good'.